Event description:
It was reported that vessel occlusion occurred. The native aortic annulus was 24.4mm with mild calcification. The anatomy was moderately tortuous. A sentinel cerebral protection system device was placed in the left common carotid and brachiocephalic arteries for embolic protection. Vascular access was gained via the left femoral artery. A 25mm lotus edge valve system was advanced and deployed. Two partial re sheathings were performed in accordance with the directions for use (dfu), however paravalvular leakage (pvl) was noted. A tug test was performed in accordance with the dfu and there was movement of the valve. The decision was made to upsize to a 27mm lotus edge valve. During removal of the 25mm lotus edge valve, the right coronary artery (rca) had no blood flow. It is unknown what caused the occlusion. The implant team immediately implanted a 3.5x16mm promus premier select coronary drug eluting stent successfully in the rca. A 27mm lotus edge valve was then implanted with a good results. There was no patient harm at any time. Of note, there was no debris found in the sentinel cerebral protection system filters post procedure.